Manufacturer narrative:
Date of event is estimated. The unique device identifier (UDI #) is unknown because the lot and part number were not provided.

Event description:
It was reported the ipg is inoperable. Surgical intervention may be pending.